Event description:
It was reported that the patient with this right ventricular (rv) lead was evaluated in the emergency room. Lead concerns were discussed. Technical services (ts) confirmed the lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Additionally, a signal artifact monitor (sam) episode was noted to be recorded on the implantable cardioverter defibrillator (ICD) this lead was connected to resulting in the respiratory sensor being disabled. A revision procedure was performed and the lead was surgically abandoned and replaced. The ICD was explanted due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.